Manufacturer narrative:
Device evaluation details: a picture and the device were returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, and force evaluation of the returned device was performed following bwi procedures. According to a picture provided by the customer, reddish material (presumably blood) was observed inside the pebax; however, no external damages could be seen in the pictures. Then, visual analysis of the returned device revealed there was a reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the distal tip electrode during cleaning. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. The contact force reading is for information only and is not intended to replace standard handling precautions. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when coming on for ablation, the force reading would spike up from about 10-15g to 80-90g. The caller reported that the qdot catheter was removed from the body, and it was noticed that the plastic piece with the force sensor, was filled with blood, on the qdot catheter. The caller believes the qdot catheter was defective. The qdot catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence. The customer's reported force sensor issues were not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-jul-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.